Event description:
Device returned to manufacturer for analysis with report of "battery alarm" and the pump required refill too frequently. The decision was made to replace the 10 cc pump with an 18 cc pump. Hcp stated pt experienced "no withdrawal symptoms". Pt is doing well to date with new device system.